Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The remaining estimated longevity decreased from 42% to 13% over the course of 3 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The remaining estimated longevity decreased from 42% to 13% over the course of 3 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The remaining estimated longevity decreased from 42% to 13% over the course of 3 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. At this time, there is no indication of product return.